Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the nozzle, air supply volume did not meet the standard value and due to a dent on the air/water tube, water supply did not meet the standard value. In addition to the foreign material on the bending section cover and in the nozzle, the evaluation findings were as follows: the suction cylinder had no color, due to wear of the angle wire, the play of the "up/down" and "right/left" knobs were out of standard value, the plastic distal end cover had a burn, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's air/water function was disturbed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive on the bending section cover had foreign objects and the nozzle was clogged with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested events are detectable/preventable by handling the device in accordance with the following sections of the instructions for use (IFU): - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.